Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an issue with not getting air. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a lack of air due to foreign debris clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that there was a leak from the biopsy channel. It was also observed that the insulation of the plastic distal end cover was out of specification. It was observed that switch 1 had a hole. It was also observed that the angulation was low. It was observed that the control knob had excessive play. It was also observed that the plastic distal end cover had dents. It was also observed that the glue on the objective lens was peeling and had a crack. Additionally, the glue on the bending section cover had a crack. It was observed that the light guide lens x2 had a crack. It was also observed that the insertion tube had a torn boot. It was observed that the light guide bundle was exposed. It was also observed that there were buckles and a torn boot on the scope connector side. Lastly, it was observed that the scope connector had dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be conclusively specified. It is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to the leak in the biopsy channel. The following information from the instructions for use (IFU) state to contact olympus in case a leak is detected. Therefore, stopping reprocessing when a leak occurred is not a deviation. Reprocessing manual - leakage testing of the endoscope "perform the leakage test - caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.